Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water did not come out from the foley catheter balloon during pretest. Per follow-up information received via ibc on (B)(6) 2022, stated that it was difficult to deflate the foley catheter balloon and the damage in the balloon was unknown.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was not used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned temp sensing foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 5.5 ml methylene blue solution. The catheter was allowed to rest with no observed leaks and deflated in 1 min 38.42 seconds without issue or cuffing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the water did not come out from the foley catheter balloon during pretest. Per follow-up information received via ibc on 06apr2022, stated that it was difficult to deflate the foley catheter balloon and the damage in the balloon was unknown.